Event description:
As reported by the user facility: incident description: multiple air in line errors in trying to deliver magnesium replacement for patient. Magnesium administration delayed due to time in resolving air in line errors. Minimal tiny bubbles not being cleared by priming. Had to remove tubing from pump to clear the air. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.